Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event and treated with injections of vancomycin (1g), fortum (1g) and heparin (2ml) (routes and frequencies unknown). The patient was then treated with injection fortum (1g, nightly in bag), heparin (2ml, daily, route not reported). After five days the patient was treated with vancomycin (1g, route and frequency not reported). The cause of the peritonitis was determined to be a breach in aseptic technique further specified as the patient not cleaning the area prior to connection. At the time of this report, the patient had recovered from the peritonitis. It was unknown if the patient was retrained in aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was continuing treatment for the peritonitis with the unspecified antibiotic (dose, route and frequency not reported). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.